Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive surgical, inc. (Isi) device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A review of the provided image was performed and it was noted that the curved blade was broken on the harmonic ace.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace could not be recognized, indicating that the head pressure was too high, and the operation was continued with a new harmonic ace. The main surgeon has extensive surgical experience and there were no errors in operation or excessive tissue clamping. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument head end was damaged. The instrument was inspected prior to use. A general hepato-pancreato-biliary (hpb) procedure was being performed when the issue occurred. The instrument did not collide with any other tools during the procedure. A fragment fell inside the patient and was retrieved during the same procedure. The instrument is available for return to isi for analysis. The fragment of the instrument head end was completely detached from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. As a result, the instrument could not operate properly. A piece approximately 0.395" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.